Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. Device had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot. No moisture damage inside noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when entering the carbohydrates. The customer stated she changed the battery but the screen continued to scroll and she could not make it stop by pressing the esc button. Blood glucose value was 94 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.